Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and amia cassette. The patient was unable to disconnect the patient line of the cassette from the transfer set. The transfer set was stuck to the patient line. This occurred during use of the devices for peritoneal dialysis therapy. The patient used pliers to separate the cassette from the transfer set, however in doing so there was a separation between the main body and female connector of the transfer set. The transfer set was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
H11: the actual sample was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo did not show visual evidence of the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.